Manufacturer narrative:
Not applicable.

Event description:
During the surgical procedure, the m/l-10 clip applier clip fell from the jaws of the clip applier. The initial report was that the clip fell into a patient (not confirmed). There was no harm to the patient.